Event description:
It was reported that the external pulse generator (epg) was "damaged." The epg will be sent for repair. There was no indication of patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that the lcd was cracked.